Event description:
It was reported that after a breast biopsy, while deploying the marker, the tip sheared off into the aperture of the probe. They switched to another marker were able to successfully complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.